Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log. The fse was able to reproduce the complaint by trying to perform an all set home, however the instrument instantly gave a 4497-error message. The keyboard is still intermittently not accepting key stokes inside the request screen and the bcr will not fill in the specimen ID as well but both keyboards and bcr will work inside of other programs. The issue was resolved by removing a cup that was found stuck in the bf incubator. The cup was caught on the cover of incubator because a tip from the bf probe fell off and was laying down inside of one of the cup positions. The fse cleaned the incubator and aligned and cleaned all 4 wash probes. The instrument was validated by running quality controls (qc). The qc results passed and were within published ranges. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There was one other similar complaint identified during the review period. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: 4497 - b/f table rotation motor overrun to positioning sensor cause: the positioning sensor activated improperly during rotating of the b/f table. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to a probe tip stuck in incubator. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported error 4497 b/f table rotation motor overrun to positioning sensor on the aia-2000 instrument. The customer stated that the instrument aborted the run, so they performed an all set home, but the error occurred again. The customer then tried shutting the instrument off but when the instrument came back up in error again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.